Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia-average of 480-560 mg/dl [hyperglycaemia], didn't take whole dose due to pen issue [incorrect dose administered by device], novopen 4 used was expired [expired device used]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia-average of 480-560 mg/dl(hyperglycemia)" with an unspecified onset date , "didn't take whole dose due to pen issue(partial dose delivery by device)" with an unspecified onset date , "novopen 4 used was expired(expired device used)" with an unspecified onset date and concerned a 728 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetic", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose :60 iu, qd (40u at morning and 20u at night),) from unknown start date and ongoing for "type 2 diabetic", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: type 2 diabetic (duration not reported). Concomitant medications included - milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), juspirin 81 mg (non codable), on an unknown date the patient's last fbl (blood glucose) was 174 mg/dl, and last ppbgl (blood glucose) was 193 mg/dl (these measurements were from two months). On an unknown date the patient suffered from hyperglycemia 20 days ago and measured his blood glucose in national institute of diabetes and endocrinology and it was high, on an unknown date yesterday blood glucose (blood glucose) was 390 mg/dl and the bgl doesn't decrease, it increases only, this happened due to novopen 4's issue as he did not take his whole dose. On an unknown date the patient's weight (weight) was in range of 90 kg.his last rbgl (blood glucose) from 20 days was on average of 480-560 mg/dl. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 4: evg3240 mixtard 30 hm penfill: pr71dp5. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia-average of 480-560 mg/dl(hyperglycemia)" was not recovered. The outcome for the event "didn't take whole dose due to pen issue (partial dose delivery by device)" was not recovered. The outcome for the event "novopen 4 used was expired (expired device used)" was not reported. Reporter's causality (novopen 4) - hyperglycemia-average of 480-560 mg/dl(hyperglycemia) : possible didn't take whole dose due to pen issue (partial dose delivery by device) : possible novopen 4 used was expired (expired device used) : unknown . Company's causality (novopen 4) - hyperglycemia-average of 480-560 mg/dl(hyperglycemia) : possible didn't take whole dose due to pen issue(partial dose delivery by device) : possible novopen 4 used was expired(expired device used) : possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia-average of 480-560 mg/dl(hyperglycemia) : unlikely didn't take whole dose due to pen issue(partial dose delivery by device) : unlikely novopen 4 used was expired(expired device used) : unknown . Company's causality (mixtard 30 hm penfill) - hyperglycemia-average of 480-560 mg/dl(hyperglycemia) : possible didn't take whole dose due to pen issue(partial dose delivery by device) : possible novopen 4 used was expired(expired device used) : possible . The case was reclassified from non-serious to serious due to the addition of serious blood glucose value 480-560 mg/dl for event "hyperglycemia" caused due to np4 issue. References included: reference type: e2b linked report reference ID#:(B)(4) reference notes: same patient.

Event description:
Case description: investigational result: name: novopen4, batch: evg3240 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill batch number: pr71dp5. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with the following information: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient used expired device to administer insulin, leading to incorrect dose administered and hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen4, batch: evg3240. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.